Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was quick release. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.